Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer the chair will slow down or stop, getting error codes of e600 and 500,brake faults. The technician does not believe it is an issue with the motors because when the joystick was turned off, it reset itself and the chair was running fine.